Event description:
Customer reports individual received a false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Although requested, customer was unresponsive and no further information was provided regarding this false positive event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.